Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.00/+1.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was explanted and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H11 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).